Event description:
The cryomacs bag was torn during the thawing procedure in the dry temperature control unit. The breakage was on border between the bag and the rest of the eva tubing. The patient was treated with backup material.